Event description:
The following has been reported: biomed reported: "the tubing set is missing the lower white slide clamp. This was noted prior to spiking a medication with the tubing set." Patient harm: no a preliminary review identified the following issue: missing components (set) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One samples of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. A missing lower slide clamp was detected at the tubing. The upper white slide clamp was observed assembled correctly at the administration set. The customer complaint is confirmed. The most probable root cause is that the operator did not perform the assembly operation properly as is described in the station work instruction, leading to the components not being assembled in set. The current process controls detection include 1) 100% visual inspection during the manufacturing process and final physical sampling inspections. The batch record fa25f02046 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.